Event description:
It was reported that the liquid crystal display segments on the lower screen of an external pulse generator are fuzzy and the rate control knob is sticky. The device was returned to the manufacturer for repair. There was no patient involvement.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: analysis confirmed the reported event, the display circuit board was defective and was replaced. (B)(4).